Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited intermittent sensing and under-sensing. No intervention was reported. Patient status was not known.